Manufacturer narrative:
Six batteries ((B)(4)) were returned for evaluation. Another six were not returned ((B)(4)). A review of the manufacturing documentation confirmed that the batteries that were not returned met all requirements for release. Controller log files were not available for analysis. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed that the returned devices passed visual examination and functional testing; the batteries' capacities were within the expected range. Based on the available information, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported event involving the non-returned batteries can be attributed, but not limited, to a soldering or welding defect. (B)(4), method: 3317, manufacturing review result: 213, no failure detected conclusion: 92, device not returned (B)(4), method: 3317, manufacturing review result: 213, no failure detected conclusion: 92 device not returned, (B)(4), method: 3317, manufacturing review result: 213, no failure detected conclusion: 92, device not returned. (B)(4) method: 3317, manufacturing review result: 213, no failure detected conclusion: 92, device not returned. (B)(4) method: 3317, manufacturing review result: 213, no failure detected conclusion: 92, device not returned. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional devices for this complaints: heartware® ventricular assist system - battery, (B)(4) - battery / catalog number 1650 / expiration date 09/30/2017, (B)(4), not returned to manufacturer, not labeled for single use, (B)(4). Heartware® ventricular assist system - battery, (B)(4) - battery / catalog number 1650 / expiration date 09/30/2017, (B)(4), not returned to manufacturer, not labeled for single use, (B)(4). Heartware® ventricular assist system - battery, (B)(4) - battery / catalog number 1650 / expiration date 09/30/2017, (B)(4), not returned to manufacturer, not labeled for single use, (B)(4). Heartware® ventricular assist system - battery, (B)(4) - battery / catalog number 1650 / expiration date 09/30/2017, (B)(4), not returned to manufacturer, not labeled for single use, (B)(4). Heartware® ventricular assist system - battery, (B)(4) - battery / catalog number 1650 / expiration date 09/30/2017, (B)(4), not returned to manufacturer, not labeled for single use, (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the batteries were not holding a charge longer than four hours. The batteries were exchanged. No patient complications have been reported as a result of this event.